Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lw7p, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient felt tingling all over her body shortly after the device was placed. Reprogramming did not alleviate her tingling sensation which was described as ¿head to toe¿. It was noted that the patient experienced a dramatic improvement in her urgency symptoms and wanted to keep the implantable neurostimulator (ins). The physician recommended a lead and pocket revision, placing the entire system on the opposite side. The device was turned off until a revision was scheduled. It was later reported by the manufacturer representative that the revision and replacement occurred on (B)(6) 2014 and the patient was doing very well and receiving comfortable therapy at an amplitude of 1.5. The ins and lead were returned to the manufacturer on (B)(6) 2014. A follow up report will be sent after the devices are analyzed.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy262015h ) showed ins functionally okay, insignificant anomalies. No significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.